Manufacturer narrative:
Blood cultures drawn during inpatient stay were negative. No product was returned to nxstage for evaluation. No product as returned to nxstage for evaluation. No similar problems are with this lot of dialysate saks. It is suspected that the dialysate specimen may have been contaminated by the collector of the specimen. The user guide includes adequate warnings and instructions regarding the use of aseptic technique when making sak and cartridge connections. Dialysate must pass through a 1.2 micron filter prior to entering the cartridge. Additionally, the dialyzer itself with an average pore size of 0.007 microns maintains a separation between the blood stream and any alleged contamination in the dialysate. Nxstage medical considers this report closed. No additional info will be provided. This report and the info contained herein is submitted to the food and drug administration under 21 cfr part 803 and represents the info available to the company at the time of the report.

Event description:
Pt was admitted on (B)(6) 2013 with fever/chills after complaint of these symptoms for the previous two weeks. Blood/urine cultures drawn during this period were reported to be negative. Pt was also treated with tylenol.